Event description:
Customer received the following results on the aviva system within 10 minutes: 290 mg/dl, 107 mg/dl, 166 mg/dl, and 89 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.